Event description:
It was reported that the 3.5 x 15 mm xience xpedition stent implant was successfully deployed. The balloon was deflated; however, during removal under negative pressure, the balloon of the stent delivery system (sds) could not be pulled into the 5f guiding catheter. The balloon was then inflated and deflated two more times up to 5 atmospheres and the balloon still could not be retracted into the guiding catheter. Reportedly, the physician had the impression that the balloon did not refold properly after complete deflation. The sds, guiding catheter, and guide wire were removed as a single unit. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the everolimus eluting coronary stent system xience xpedition instructions for use states that if, during withdrawal of the catheter, resistance is encountered, re-inflate the balloon up to nominal pressure to improve balloon rewrap. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: terumo guide wire; guide cath: judkins 5f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.